Event description:
The o-arm did not work for case. The medtronic rep was contacted and recommended biomed in facility as they were not available. In-house biomed unable to fix. The procedure continued without o-arm. There was no harm to the patient.